Event description:
It was reported to olympus that, the hd autoclavable camera head had e315 error code which causes no image on the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The customer called an olympus technical support (tac) representative for troubleshooting. Customer reported that the issue occurred the previous day and after reprocessing the device, the issue went away. Tac informed the customer that there might been a piece of debris, fingerprint or smudge on the connectors causing the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the communication error e315 occurs when communication with the processor fails. It is likely that the e315 error occurred due to dirt on the electrical contacts of the video connector, corrosion on the electrical contacts, and a foreign material. The following information is provided in the instructions for use manual which may have prevented the event: "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." Olympus will continue to monitor field performance for this device.